Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a shoulder labral repair procedure the surgeon predrilled using the 2.4 drill and guide. The surgeon inserted and seated the ar-1934bcf-24-2 anchor. The surgeon pulled to tighten the sutures and the sutures came through the ar-1934bcf-24-2. The case was completed the surgeon re-drilled through the 1st ar-1934bcf-24-2 anchor and inserted seated a second ar-19934bcf-24-2 over it.